Manufacturer narrative:
The instrument was returned and evaluated. No complaint was reported. Engineering found a conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and passed. The yaw pulley was missing a piece at the opposite area of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. A broken piece was returned with instrument. Additional observation was insulation damage to the main tube. Material was missing. The surface of the main tube at the distal end appeared to be scraped off at several areas. The clevis also showed signs of wear and damage marks. Engineering concluded the damage was due to misuse. - the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with missing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
A fenestrated bipolar forceps instrument was returned with no event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.